Event description:
It was reported that the unit was received back from repair and goes to standby itself when used with safelight cords and adapters. It was further reported that the unit flickers as well.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.